Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30715 - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set kinked cannula events over the past 30 days. Event occurred within three hours of insertion. Insertion site was at upper buttocks. Blood glucose levels were reported to be 540 mg/dl during the event. Patient took correction bolus via pump and multi daily injections to address the event, replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.